Event description:
The patient reported that he is experiencing stiffness and pain since the primary surgery. Patient feels it did not heal properly. Scheduled for a revision at the end of (B)(6) 2012.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # nls-380000b, lot # 33808802, description: rejuvenate modular neck - 127/132 deg neck angle. Cat # 502-03-56e, lot # mke8hd, description: primary tritanium hemi cluster hole cup 56mm. Cat # 623-0036e, lot # mke90d, description: trident 0x3 insert 36mm ID. Cat # 6570-0-136, lot # 36955903, description: delta v-40 ceramic head 36/0. Cat # 2030-6525-1, lot #mke4dx, description: 6.5 cancellous bone screw 25mm. Cat # 2030-6535-1, lot # mkey2y, description: 6.5 cancellous bone screw 35mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested. A supplemental report will be submitted upon completion of the investigation.